Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic with dizziness when there was a loss of atrioventricular synchrony. It was noted the leadless implantable pulse generator (ipg) had a sensing problem. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.